Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a low battery life or low battery alarm. The customer constantly changing the battery of the insulin pump almost everyday. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery life or low battery alert noted during the testing. No unexpected power error 25, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 19:23:00.000 alarmalertnotification (B)(6) 2021 19:23:13.000 alarmalertcleared the pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was monitored for several days and no unexpected low battery life or low battery alert noted. However, corrosion was found on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer stated that they need to change battery almost every day. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.